Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right atrial (ra) lead resulting in an automatic safety switch from bipolar to unipolar. Noise was observed on stored atrial tachy response (atr) episodes from unipolar sensing. The involved ra lead is a non boston scientific product. Additionally, far field oversensing was observed. Boston scientific technical servicwes (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right atrial (ra) lead resulting in an automatic safety switch from bipolar to unipolar. Noise was observed on stored atrial tachy response (atr) episodes from unipolar sensing. The involved ra lead is a non boston scientific product. Additionally, far field oversensing was observed. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device exhibited intermittent atrial undersensing. Due to the previously reported allegations, ts had recommended looking at the cross chamber blanking periods to take care of the far field signals, however, it appears that atrial sensitivity has been adjusted as it is now fixed at 4.5 mv. Ts recommended further evaluation in the clinic to measure the amplitudes and readjust the cross chamber blanking period. No adverse patient effects were reported. At this time, this device system remains in service.